Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Visual inspection revealed the main flex circuit was damaged. Component jp1 of the main flex was damaged near the o2 blender connection. Carefusion replaced the main flex circuit to correct the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the ventilator was stuck in a constant reset loop. The malfunction occurred while trying to configure the ventilator for transport. The patient was never connected to the ventilator, but the transport was delayed while another transport team was called in to complete the transport.